Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer was informed by technical support that a replacement pump with updated software would be sent, and training would be available in their tandem source account. The caller was advised to use manual insulin delivery as a backup therapy while waiting for the replacement and instructed to return the faulty pump using the provided return box and pre-paid label.